Manufacturer narrative:
Updated block: h6: during laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pump was loaded with 1/2-inch tubing and ran without changing occlusion. As the pump continued to rotate, the occlusion was increased beyond typical levels with no observation of a pump jam. The pump was used to circulate ice water with disruptions observed regardless of occlusion. The pump responded to intentional jamming as expected. There was no unexpected pump jams observed during the evaluation. The service repair technician (srt) could not duplicate the reported complaint. The roller pump was run with test tube for over 30 minutes at full speed with no pump jam occurrences observed. The srt checked the belt, belt tension, and optical switch connection with no issues found. The srt replaced the drive belt as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3 evaluation is in progress, but not yet concluded. Per the user facility's biomedical engineer, he attempted to perform a test on the roller pump and could not duplicate the reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'pump jam' message. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.